Manufacturer narrative:
(B)(4).

Event description:
A field upgrade technician reported that the os upgrade could not install on the tablet computer. The installation stopped about midway through the process and the windows software was displaying an error message indicating it could not proceed. The tablet was rebooted and the os usb was removed; however, the issue did not resolve. The tablet was returned for analysis which has not been completed to date. A review of the device history records for the tablet did not reveal any anomalies.

Event description:
Analysis was completed on the tablet. During the analysis, it was identified that an error message would appear during startup indicating that the windows installation could not be completed. The root cause for the error could not be identified during that analysis. Once the os and vns software were installed per procedure, no further anomalies were identified.